Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a broken reservoir tube lip.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 331 mg/dl after being in a car accident. The customer stated that the insulin pump was damaged in the accident. The customer had no details regarding the accident. Advised the customer that the insulin pump would be replaced. Nothing further was reported.